Event description:
The lead has been returned.

Event description:
Boston scientific received information that this lead had dislodged shortly after implant. The patient was still on the table. The pocket was reopened. The lead was damaged and had to be removed and replaced. The lead is to be returned. There were no adverse patient effects.

Manufacturer narrative:
The complete lead was returned for analysis. Dried blood was noted in the helix and lumen of the lead. The helix was unable to be extended, likely due to dried blood in the mechanism. The silicone insulation was cut at 137 millimeters (mm). The anode conductor coil was protruding through the cut. The clinical observation of a dislodgment was unable to be confirmed through laboratory testing.

Manufacturer narrative:
As of today, the lead has not been returned. Should additional information become available, this report will be updated.